Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer stylus was unable to be calibrated. The analyzer was noted to be "broken" due to failure to start. The programmer and analyzer were returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the stylus was unable to be calibrated. The stylus and cursor align on the display and stylus is will successfully complete a calibration with overlay. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.